Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No delivery alarm/occlusion - unknown timing not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl at the time of incident and current blood glucose was 493 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection for high blood glucose. Customer experienced symptoms related to high blood glucose of nausea and abdominal pain. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer reported that the insulin pump was not on auto mode at the time of incident. Customer stated the insulin pump did not alarm insulin flow blocked with load reservoir. Customer stated insulin pump had insulin flow blocked alarm. Customer stated by changing the reservoir resolved the issue. The insulin pump will not be and reservoir will be returned for analysis.